Event description:
It was reported that a patient implanted with an impella cp experienced bleeding as the impella peel away sheath was accidently pulled back. A large hematoma developed as a result. The patient's family withdrew care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation positioning issue: the cause of the positioning issue most likely use related as the peel-away was accidentally pulled back during cardiopulmonary resuscitation (CPR). Access site bleeding: the cause of the access site bleeding issue most likely was use related as the peel-away was accidentally pulled back during CPR leading to hematoma. B2 intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29696. H6 health effect - impact code 4641 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29696.